Manufacturer narrative:
Reporter is a synthes employee. Part number: 347.985, lot number: a7pa23, manufacturing site: (B)(4), release to warehouse date: week 23, 2006. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 14 years old). Visual inspection: the screw and plate holding forceps (part # 347.985/ lot # a7pa23) was received at us customer quality (cq). Upon visual inspection it was noticed that one of the forcep was broken at the tip. No other defects were identified on the device. Device failure/defect identified? Yes; broken tip was identified. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. Conclusion: the overall complaint was confirmed for the received screw and plate holding forceps as the tip was broken. Although no definitive root-cause can be determined it¿s possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set at the field service location, it was observed that the screw and plate holding forceps was broken. There was no known patient or hospital involvement. This report involves one (1) screw and plate holding forceps. This is report 1 of 1 for (B)(4).